Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was unknown. The same day as event onset, the patient began treatment with intraperitoneal (ip) injection ceftazidime (1 gram in first bag and 250 milligrams in second bag) and ip vancomycin (2 gram in first bag and 50 milligrams in second bag) for peritonitis. Three days after event onset, the patient was hospitalized for the event. Dianeal therapy was ongoing. The patient was recovered from the event (11 days after event onset). Eight days after hospital admission, the patient was discharged from the hospital. Pd fluid ¿was getting clear¿ and antibiotic treatment was discontinued 14 days after initiation. No additional information is available.